Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was over 400 mg/dl to 500 mg/dl. The customer reported her quick release comes off on its own at times stated that she would give insulin not knowing and her blood glucose went high it happened at different times since she had the insulin pump and had not called about the issues. Customer reported that. Customer reported that does not use the sensor feature. The devices will not be returned for analysis.